Event description:
On (B)(6) 2014, customer had a blood glucose result of 486 mg/dl on combo meter. She delivered two 25 unit boluses consecutively since the meter will not allow a 50 unit bolus. Customer was vomiting, so her sister drove her to the hospital. Her blood glucose result was 515 mg/dl on the hospital meter. Customer was admitted and was given an IV with zofran. Customer was given insulin but customer could not recall amount. Customer is still in the hospital and her blood sugars have stabilized. Customer is receiving insulin injections. Customer states two insulin leaks contributed to her high blood sugars. Customer states one leak originated in the cartridge under the plunger and the other leak originated at the luer connection. A request was made for the return of the pump, cartridge, adapter and infusion set, replacement sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).